Event description:
Additional information received from the distributor indicated there was no calcification in the anastomosis. The lesion length was approximately 2-3cm. The balloon ruptured approximately 30 minutes into the procedure during the initial inflation. The surgeon placed a tunneled dialysis catheter for the vessel to heal. The reported issue resulted in a procedure delay of approximately 30-60 minutes. The patient was ok and was able to undergo dialysis.

Manufacturer narrative:
H3: analysis confirmed the reported issue. The distal balloon segment measuring approximately 6.7cm, including approximately 13.4cm of the inner balloon shaft, was not returned.

Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The balloon catheter was used for the treatment of an av-fistula stenosis in the arm. An antegrade puncture was performed using a 5fr introducer sheath to access the brachial artery at the elbow level. Angiography revealed stenosis at the av fistula, both at the anastomosis and further along the venous side. A 6mm balloon was initially used and showed good effect on the venous side but could not be satisfactorily inflated at the anastomosis. The physician then switched to a 5mm balloon, which was inflated to a maximum pressure of 14 atm using a standard manometer. The stenosis did not yield at this pressure, so the balloon was left inflated to allow more time for dilation. After approximately one minute, slight improvement in vessel diameter was noted in the narrowest section; however, the balloon then ruptured. Contrast extravasation and a pressure drop on the manometer were observed. The physician attempted to deflate the ruptured balloon using the manometer and syringe aspiration. Only a small amount of contrast was retrieved, mostly blood. Fluoroscopy showed gradual emptying of the contrast media. The balloon was then withdrawn over the wire. Initially, the removal proceeded normally, but only approximately 2cm of the proximal balloon segment exited the sheath. The distal segment (approximately 5-6 cm, including the distal marker band) remained lodged at the lower edge of the introducer sheath within the vessel. Multiple endovascular retrieval attempts were made using a buddy balloon, followed by a snare through an upsized 7fr introducer, but were unsuccessful. Surgical removal was ultimately required. During surgery, the vascular surgeon found the distal balloon segment to be firmly embedded in the vessel. The vessel was opened to retrieve the segment, as it could not be removed via embolectomy. The patient was hospitalized. No further actions or patient harm were reported.